Event description:
Patient contacted dexcom technical support on (B)(6)2015 to report a hardware error that occurred on (B)(6) 2015. Patient reset the device and the reported issue was not resolved. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).